Manufacturer narrative:
Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is 00813024013297. Manufacturer's investigation conclusion: no device-related issues were reported. Additionally, the submitted log files appeared to show the system operating as intended. The controller event log file contained data from (B)(6) 2019 through (B)(6) 2019. This log file captured motor power, calculated flow, and calculated pi ranging from 3.584 to 3.91 watts, 3.6 to 5 lpm, and 2.2 to 7 respectively. The pump speed operated above the low speed limit for the duration of the log file. The controller periodic log file contained data from(B)(6) 2019 through (B)(6) 2019. The log files appeared to capture the pump operating as intended. It was reported log files were submitted for review due to ed protocol. Additional information was requested, but not provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to the emergency department (ed) on (B)(6) 2019 and currently is admitted. Log file submitted for review revealed that there were no unusual events recorded in the log file and the mcs equipment is operating as intended.